Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient's programmer was lost, and patient had a broken neck. Patient was experiencing shoulder twitch because they could not turn implant off. Patient also stated "it's never sat right for a year now" that it was sitting on a nerve. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that since her third lead was put in on (B)(6) 2017, that her right shoulder twitched because of the stimulation. The patient reported that the lead might be close to a nerve, but she was unsure. The patient reported that the lead was ¿in her right shoulder and up her right ear.¿ the patient was to contact a manufacturer¿s representative (rep) for reprogramming. No further complications were reported.